Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the remaining essure coils were noted to be embedded in the mesosalpinx bilaterally"), pelvic pain ("pain") and genital haemorrhage ("bleeding/heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, stress incontinence, female and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), mental disorder ("mental issues"), furuncle ("boils") and abdominal pain lower ("cramping"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy and lynx suburethral sling, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia, back pain, mental disorder, furuncle and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain lower, back pain, dyspareunia, furuncle, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: the remaining essure coils were noted to be embedded in the mesosalpinx bilaterally. The remaining mesosalpinx on the right was grasped with an allis clamp and the remaining essure was removed. The area was noted to e hemostatic. The needle was then guided through the urogenital diaphragm through the vaginal incision. A cystoscopy was then performed to look for any perforations in the bladder and it was noted to be intact with no needle perforating the bladder. The left mesosalpinx was grasped and the essure coil was also noted to be embedded. It was clamped, cut, and suture ligated. The removed mesosalpinx was inspected and noted to have the remaining essure coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the remaining essure coils were noted to be embedded in the mesosalpinx bilaterally"), pelvic pain ("pain") and genital haemorrhage ("bleeding/heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, stress incontinence, female and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), mental disorder ("mental issues"), furuncle ("boils") and abdominal pain lower ("cramping"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy and lynx suburethral sling, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia, back pain, mental disorder, furuncle and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain lower, back pain, dyspareunia, furuncle, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: the remaining essure coils were noted to be embedded in the mesosalpinx bilaterally. The remaining mesosalpinx on the right was grasped with an allis clamp and the remaining essure was removed. The area was noted to e hemostatic. The needle was then guided through the urogenital diaphragm through the vaginal incision. A cystoscopy was then performed to look for any perforations in the bladder and it was noted to be intact with no needle perforating the bladder. The left mesosalpinx was grasped and the essure coil was also noted to be embedded. It was clamped, cut, and suture ligated. The removed mesosalpinx was inspected and noted to have the remaining essure coil. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain." Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.